Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00321, and 0001822565-2020-04058. Medical devices: femur cemented posterior stabilized (ps) standard right size 8 catalog#: 42500606402 lot#: 62779777, natural tibia tm two-peg porous fixed bearing right size h catalog#: 42530008302 lot#: 62648727. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately six years¿ post-implantation due to pain, stiffness, and loosening. During the revision, osteolysis was noted under the femoral. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Visual examination of the returned product/provided pictures identified that the femur exhibits signs of use (surface scratches) and bone cement remains. Also performed dimensional analysis, results within specification. The tibia component exhibits signs of use (nicked, gouged, scratches) and bone cement remains. Also both pegs have been cut off. The articular surface shows signs of being implanted like nicks or gouges. The DHR was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings suggestive of possible loosening of the tibial component with early loosening of the anterior portion of the femoral component. Overall fit and alignment of the right total knee arthroplasty is appropriate. Mild osteopenia. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.